Manufacturer narrative:
Batch review performed on 13 august 2019: lot 184965: (B)(4) items manufactured and released on 22-ott-2018. Expiration date: 2023-10-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with one similar reported event. Additional devices involved batch reviews performed on 13 august 2019: gmk-sphere 02.12.0510fr tibial insert fixed sphere flex size 5/10 mm r (k121416), lot 187261: (B)(4) items manufactured and released on 10-"dic"-2018. Expiration date: 2023-11-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-sphere 02.12.0025r femoral component sphere cemented size 5+ r (k140826), lot 187181: (B)(4) items manufactured and released on 10-"dic"-2018. Expiration date: 2023-11-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Only the liner was revised.

Event description:
Revision performed after 5 months from the primary due to knee pain and swelling cause by an infection. The surgeon washed-out the knee and replaced the liner. The pathogen is unknown.